Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera does not work as intended due to a worn-out coupler unit, which cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's telescope wobbled slightly on its base and opened with the slightest touch of the locking mechanism, weakness of the spring, and the locking balls were unable to hold the telescope eyepiece in place. The event occurred during an unspecified procedure. There were no reports of patient harm.